Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set), during dwell 3 of 5 on the home choice device. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) to clear the alarm by turning the homechoice off/on; the homechoice was then back to the "press go to start" prompt. The hp would finish with a manual bag. The peritoneal dialysis registered nurse (pd rn) contacted product surveillance on (B)(6) 2011 regarding the system error 2240 alarm. The pd rn had been contacted about the alarm and stated that there were no adverse events. The hp was currently using the homechoice cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm (air in set) was not confirmed due to lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time, so a batch review will not be conducted. The sample is not available for evaluation. A follow-up MDR will be submitted if additional information is obtained.